Manufacturer narrative:
The product was returned for analysis and was verified to have signs of handling. One haptic was bent-gusset area, nicked/chipped on the distal edge and broken-distal tip area (still attached). Other haptic had split/cracked areas. Optic had scratches-rejectable. While we were unable to determine the origin of the damage, our observations reasonably suggest the damage was not mfg related. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 05/06/2010 and 05/10/2010 by phone, fax, and mail. A completed questionnaire was received on 05/20/2010. (B) (4). (B) (4).

Event description:
Adverse event(s): "blurry vision" (blurred vision); "iop was elevated" (intraocular pressure rise). Product problem(s): "possible dislocation" (malposition of device [iol (intraocular lens) implant]); "haptic was sitting improperly" (defective component [haptic]). A surgical coord reported an intraocular lens (iol) was exchanged due to a possible dislocation and the haptic sitting improperly. In a follow up, the surgeon reported that following the iol implant procedure, the pt was noted to have a well centered iol on examination and normal intraocular pressure (iol). At three weeks, postoperatively, the pt's iop was noted to be elevated at 31 mmhg. The iol was noted to be well centered, but wrinkling of the posterior capsule was observed. The pt was started on medications for his elevated iop. At six months postoperatively, the pt was seen by his ophthalmologist and his iop was again elevated. The pt described blurry vision had been occurring for several months. The pt was noted to have pigment dispersion in his right eye only. The inferior haptic was noted to be outside the bag. The surgeon reported he attempted to rotate the iol, but was unable to confirm that the haptic was within the capsular bag due to firm capsular adhesions inferiorly. The iol was exchanged for a different model lens. The surgeon reported the event had resolved.